Event description:
The pt reported she accidentally went to the "change the cartridge" menu on her insulin infusion device and could not exit because of an issue with her up button. Due to this, she had to proceed with the cartridge change procedure which caused the piston rod to retract and reset the device to 315 units, although her cartridge was only partially filled. She stated she did not remove her cartridge and it filled with air, so she did not get all her basal rates. She stated her blood glucose readings have been elevated for the last couple of hours and her current reading is 436 mg/dl with her normal range being 80-180 mg/dl. To treat her reading, the pt stated she gave herself an insulin injection and changed her cartridge and infusion set. On follow up, the pt stated that changing the cartridge and priming her tubing resolved the issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.